Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the battery was overdischarged. Patient states she hadn't charged battery in almost a year. Tried reading battery with tablet and patient controller and received the icon for unable to communicate with the battery. Tried several cycles of physician recharge. The issue is not resolved. Patient will decide if she wants to proceed with replacement and discuss with her physician. No symptoms were reported.